Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing blood glucose (bg) levels that were lower than normal (66mg/dl). Customer treated low bgs by administering manual injections and a bolus via the pump. Customer declined to troubleshoot, and believed that the issue was due to temporarily using novolog instead of humalog.